Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. An investigation of the device history records (DHR) was conducted by the manufacturer. A review of the production record was performed. There were five temporarily approved deviation notices (dn)s. The dns were unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A registered nurse reported that while a patient was receiving hemodialysis (hd) treatment it was noted there was a dialyzer blood leak. There was no harm, intervention or adverse event reported in the initial report. It could not be verified that the device was available to be returned for investigation. Additional information was requested, but none was provided.

Event description:
A registered nurse reported that while a patient was receiving hemodialysis (hd) treatment it was noted there was a dialyzer blood leak. There was no harm, intervention or adverse event reported in the initial report. It could not be verified that the device was available to be returned for investigation. Additional information was requested, but none was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.